Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the arm on (B)(6) 2018. The patient¿s mother stated the cgm was displaying a value of 194 mg/dl and she stated the patient was feeling sick and she knew something was wrong, so she took her to the hospital. While in the hospital, they performed a finger stick reading and her bg value was 367 mg/dl. The patient was in the hospital for 2 days and was in diabetic ketoacidosis. She indicated that she was treated with sugar via intravenous (IV) therapy and insulin via IV therapy. Blood work was also done and x-rays. At the time of contact, the patient was doing well. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly. No additional event or patient information is available.